Event description:
The customer felt her blood glucose was dropping, so she tested using her contour and one touch meters. The one touch read 41 mg/dl, while the contour read 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.